Event description:
It was reported that air bubbles were observed within the cartridge canister. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue and continued using the pump for insulin therapy.